Manufacturer narrative:
Concomitant medical products: product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37744q, serial# (B)(4), product type: programmer, patient. Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported electrode 13 had impedances of greater than 40,000 ohms. No action had been taken and the event was ongoing with no further action needed. The event was possibly related to the implant procedure and noted as not applicable to the device or therapy. No signs, symptoms, or patient injury were reported.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further action needed.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported the outcome was resolved without sequelae. A device interrogation was done on (B)(6) 20148 and showed high impedance on electrode 13. No action was taken and the event resolved on (B)(6) 20159. The cause of the high impedance was not known. The leads were still implanted. The patient indicated that the therapy continued to be of benefit.